Event description:
During the sheath insertion the tip of the 0.014 wire broke at the junction of the hard and soft junction. An angiogram showed the tip of the wire was in the right radial artery and the other end of the wire was looped around the ulnar side. The pt was taken to in-patient cath lab for retrieval of the wire. No long term harm.